Event description:
It was reported that while opening the luer lock connection on the administration set, the distal luer tip broke off into arrow double lumen catheter and catheter had to be surgically replaced. There was no resultant patient complication. All patient information is unknown.